Event description:
It was reported the pt's scs system was explanted within a week to ten days after it was implanted due to the ipg eroding through the pocket site. It is assumed the issue resolved per a replacement scs system being implanted on (B)(6) 2009.

Manufacturer narrative:
Correction/removal reporting numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.